Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for a ruptured abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. This procedure is outside the indications of use (off-label) due to emergent use of the afx system. Approximately seven (7) months post initial procedure routine follow-up computerized tomography (CT) scan visualized a type iiia endoleak. However, the diagnosing physician at the time did not detect the endoleak. Approximately four (4) years post-CT, the patient presented emergently at a different hospital. The pre-existing type iiia endoleak with a now ruptured aneurysm was identified. Reintervention was completed with the implant of two (2) additional afx vela suprarenals to bridge the initially implanted devices and resolve the type iia endoleak. The patient did well, is stable, and has been discharged.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak of the aortic components with complete component separation, rupture, and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type iiia endoleak of the aortic components with complete component separation is anatomy related as the infrarenal neck angulation increased from 44 to 62 degrees (aortic remodeling). The most likely causation for the rupture is the delay of the treatment for the type iiia endoleak as it was identified in (B)(6) 2021; however, treatment was not until (B)(6) 2022. The procedure related harm identified was an access site complication. The patient had a left groin hematoma from the secondary procedure - access site complication. The patient had a left groin hematoma from the secondary procedure - access site complication. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. G3: awareness date ¿ updated. H6: medical device problem codes ¿ remove 3191. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.